Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 'backup alarm failed" alarm error occurred--the central processing unit (cpu) printed circuit board assembly (pcba) was replaced, and option codes were needed to reprogram the replacement cpu pcba. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer replaced the cpu pcba to resolve a previous 1104 'backup alarm failed" alarm error and called technical support to put in a request for the option codes needed to reprogram the new cpu pcba. The remote service engineer (rse) provided the customer with the option codes, and the customer activated them successfully. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.